Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine clinic check, during interrogation noise was noted on the right atrial lead. Isometric arm movements reproduced the noise. The device was reprogrammed and the patient was not symptomatic.